Manufacturer narrative:
Date of an event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable. It is unknown if the device had prematurely depleted. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.